Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported constant air in line alarms which were reproduced during evaluation. Air in line messages were verified through a review of the event history log. Evaluation found the ultrasonic sensor readings were out of the calibrated specification range and unable to be calibrated. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant air in line alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.